Event description:
It was reported that prior to use, hair was found in the sterile pouch of the bard evacuator.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Photo: received (2) photo samples. All photo samples showcase an overview of a strand of hair was inside the packaging. Visual evaluation of the returned sample noted one unopened (with original packaging), ellik evacuator. Visual inspection of the sample noted a strand of hair found inside of the closed original packaging. This does not meet specification per inspection procedure which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Fill with solution. Displace all air before using. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to use, hair was found in the sterile pouch of the bard evacuator.